Event description:
I had a dry blood spot drug screening test with opans amasse device. Results were reported to me as a methylphenidate level of 24ng/ml which is above therapeutic range (5-20) while I do not take methylphenidate. I knew about the test a week in advance, so obviously I did not take a large amount of an unprescribed substance a couple hours before the test. This was a screening test to end my probation with the (B)(6) board of physicians. Of have been working very hard to make sure that I did everything properly for the past 5 years. It has cost me a huge amount of money including attorney fees. I would not have intentionally sabotaged myself. I am getting a hair analysis tomorrow. This amasse device is not FDA approved.